Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement test. The motor tested okay. No motor error alarms were noted. A broken reservoir tube lip, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection.

Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 260 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)